Event description:
This patient reported that they had the vns explanted as it did not help them and it shocked them every minute. The patient stated that the vns causes more pain than a seizure. No other relevant information has been received to date.